Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator shuts down when ac power is removed. The customer reported the unit was not in use on patient.